Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 365 mg/dl, 120 mg/dl. Tests were done 15 minutes apart with a difference of 90%. Patient did not experience any adverse events. No further information has been reported.